Manufacturer narrative:
Three opened/used reservoirs were evaluated, pre filled test was performed. No air bubbles were noted during testing. No defects were found on the o-rings or stopper grove. Basal bolus leak test was also performed and it was no leaks or air bubbles were noted. During visual inspection it was noted the transfer guard needle was not parallel to transfer guard body axis.

Event description:
Customer reported having problems with reservoir leaking. Customer states the reservoir has been leaking at the needle and the transfer guard being bent. Customer has reported multiple issues with the reservoir. Troubleshooting has been done and no specific issue has been determined. Replacements have been sent as well. Same issue with five different lot numbers and the last one has been giving her consisted issues. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.